Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hallucinations. It was also experienced that the implantable pulse generator (ipg) was interfering with the patient's deep brain stimulator (dbs) ipg. The ipg remains in use. No further patient complications have been reported as a result of this event.